Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirms hyperglycemia on the reported event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by failed infusion set(s) due to reported bent cannulas and failure to follow the ketone action plan and replace the infusion set again when experiencing prolonged hyperglycemia as well as failure to check for ketones at home. While the user did attempt to resort to an alternate therapy method by taking a subcutaneous injection, this was not sufficient to address the marked hyperglycemia given the duration of prolonged hyperglycemia from multiple failed infusion sets. The user received additional training by a clinical support specialist and has switched to the contact detach steel cannula infusion set.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/8/24 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 11/6/24. On (B)(6) 2024, the user experienced dka due to several bent infusion set cannulas, requiring hospitalization. The user reported symptoms of dizziness and vomiting prior to being admitted. Their spouse drove them to the hospital, where they were treated with an insulin drip and saline. The user was using the convatec inset (23", 6mm) teflon infusion set. The user was hospitalized for one day and discharged on (B)(6) 2024. Following their recovery, the user resumed using the ilet system.